Event description:
It was reported that after a percutaneous transluminal angioplasty, arteriotomy closure of the intended common femoral artery was attempted using a perclose proglide device, without angiography. Reportedly, although the device was inserted without problems, the device was not kept at the correct angle during needles deployment and after needle plunger removal the operator had problems applying tension on the sutures. After advancing the knot to the arteriotomy site, bleeding continued. Manual arterial compression was applied for five minutes to achieve hemostasis and a normal compression bandage was applied at the site. It was believed that operator deployment technique contributed to the unsuccessful hemostasis. Two hours later, the patient complained of pelvic pain. Computed tomography (CT) scan revealed a retroperitoneal hematoma and that the puncture site was high into the external iliac artery instead of the intended common femoral artery. The patient was immediately transferred to vascular surgery where the external iliac artery was closed with a vessel patch under general anesthesia. During surgery, the patient received a blood transfusion. The patient was reported to be stable, but remained in intensive care. There was a reported significant clinical delay in the procedure. There were no reported adverse patient sequelae. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. (B)(4) - a femoral angiogram was reportedly not performed. It should be noted that the perclose proglide instructions for use states to perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. Reportedly, the abbott vascular clinical specialist advised the operator to perform a femoral angiogram but the operator refused. Additionally, although the operator is instructed to position the device at a 45 degree angle during deployment, it was reported that the operator was not able to keep the device at the correct angle. The perclose proglide device instructions for use states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site.